Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of nerve injury in a pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip. An unk time later, the pt experienced unspecified neurological injuries. At the time of reporting, the outcome of the event was unk. F/u info was received on (B)(4) 2011, via fact sheets from the pt and/or pt's attorney. In (B)(6) 1994 (approximately), the pt complained of difficulty swallowing, tingling sensation in legs/arms (sometimes numbing), cramps, weight loss, blurred vision at times, excess secretion of saliva at times and at other times dry mouth, restless nerves sleeplessness, irregular abdominal pain, and dizziness at times. The pt had to take iron supplements for anemia. The pt had weakness in legs, unsteadiness, poor balance, and had fallen a few times, the pt was able to get around in her residence for a short distance, but needed to use a cane for stability and support outside his residence and when walking "any distance". The pt's symptoms were ongoing at this time. The pt received upper and lower dentures since 1978. The pt used super poligrip original, super poligrip ultra fresh, and super poligrip extra care with poliseal from 1978 until the time of this report, twice a day, one 2.4 ounce tube a month, and four 1.4 ounce tubes a month. Smaller tubes were more convenient for him to use.